Event description:
We have 23 reported events from (B)(6) 2019 to (B)(6) 2019 where surgeons report the covidien endostitch auto suturing device 10mm ref 173016 sticking / arming. FDA safety report ID# (B)(4).